Event description:
New information received notes that the remote transmission alert revealed multiple high ventricular rate (hvr) episodes, noise reversion and inappropriate mode switch episodes resulted from the intermittent noise oversensing of both the right ventricle (rv) and right atrial (ra) leads.

Event description:
It was reported that the patient presented with syncope or near syncope in the emergency room. It was noted that the right ventricle (rv) and right atrial (ra) leads exhibited noise over-sensing which resulted in pacing inhibition. Transmission showed that noise over-sensing in ra lead resulted in mode switch. The rv and ra leads were revised on (B)(6) 2025. The patient was stable.